Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain has resolved. The recipient is using the device with an off ear solution. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Device testing was within normal limits. A CT scan was unremarkable. A steroid injection was administered. The recipient was provided with an off ear solution. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain with and without device. The recipient was reportedly treated with elavil. The recipient's magnet strength was reviewed and determined to be appropriate. Programming adjustments were made.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.